Event description:
It was reported that during the procedure, the fiber tip was broken in the renal calyx. It was noted that the laser tip was removed intact using a basket. There was no report of patient complications.

Event description:
It was reported that during the procedure, the fiber tip was broken in the renal calyx. It was noted that the laser tip was removed intact using a basket. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The product record review (prr) results detailed in the prr table did not determine the probable cause of complaint. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed that the event of "detached/broke inside patient" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed on the device instructions for use (IFU). The IFU cited to carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket/fiber or other particulates/pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to the manufacturer for a replacement. Based on the information available, the conclusion code "cause not established" has been assigned as the most probable cause for the complaint.